Event description:
This rv lead was implanted on (B)(6) 2016 and remains implanted as of the present. A call placed to technical services on (B)(6) 2018 stating that this lead had a lead safety switch on (B)(6) 2018. It was also stated that the lead had an impedance greater than 2000 ohms. In (B)(6) everything was fine with one high reading in the 1600 ohm range. There were some non-sustainable ventricular tachycardia event showing noise that was reproducible but felt to be myopotentials. The following physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).